Manufacturer narrative:
Date received by manufacturer: 28may2019. Date of report: 29jul2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Resistance measurements were taken on the returned touch screen assembly. It was determined that the returned part failed resistance specifications. Fault was found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. The manufacturer's field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. The fse replaced the unit's touchscreen to resolve the reported issue. The unit was tested and ready for service.

Event description:
The customer contacted philips technical support (ts) stating that the touchscreen on the unit would not respond. The customer reported there was no patient involvement. The event date was not specified; estimate used.